Event description:
A malfunction on the pump was reported. There was no adverse impact on the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate pump for insulin therapy.